Manufacturer narrative:
(B)(4). Explanted in 2017. Additional concomitant medical products: unknown item, unknown head, unknown lot; unknown item, unknown liner, unknown lot; unknown item, unknown cup, unknown lot. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05029, 0001822565-2018-05030, 0001825034-2018-08935. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was indicated for revision approx. 13 years post implantation due to pain and defective implants. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length : item# 00801803202 femoral head sterile product do not resterilize 12/14 taper lot# 60144895 item# 00630505032 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot# 60133508 item# unknown cup lot# unknown reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.